Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a pump error detected alarm. The customer reported the blood glucose level to be in the 60s mg/dl range. The customer reported the insulin pump alarmed few days after battery change. Advised the customer to take the necessary steps once the call is complete to properly clear the alarm. Advised to monitor the insulin pump and call back if she experiences any other issues with battery. The insulin pump is not expected to be returned for testing at this time.